Event description:
It was reported that the ventricular lead exhibited capture anomalies. An insulation breach near the clavicle was visible with fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.